Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported through the patient outcome that the patient underwent a heart transplant on (B)(6) 2021. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As of (B)(6) 2022, the pump has not been returned. If the pump is returned to abbott at a later date, this file may be reopened to include the evaluation of the device. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. No device related issues were reported by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.